Event description:
The customer reports that every single one they use is getting clogged. They use kenalog, lidocaine and marcaine. It happened to 14 of the patients with two different doctors. All of the procedures are on the feet, ankle, interspacsm, nueroma, heel trigger points and sinus tarsi injections.no patients were harmed or required any medical attention. It happened on (B)(6) 2026. No patient specifics provided. No photos available.

Manufacturer narrative:
According to customer feedback and our literature review, kenalog is a suspension rather than a fully dissolved solution. This means the product contains fine particles. If the drug is not adequately shaken before use, the drug particles will settle and aggregate at the bottom of the vial. During aspiration, these aggregated large particles enter the syringe and can easily cause needle blockage. Lidocaine and marcaine are generally compatible. However, when kenalog is mixed with them, improper mixing order or prolonged standing after mixing may cause kenalog particles to flocculate due to minor changes in osmotic pressure or ph, forming larger clumps and resulting in syringe blockage. In addition, the injection sites are concentrated in dense connective tissue areas such as the ankle, intermetatarsal space, and neuroma, which inherently have high resistance. When the drug contains suspended particles, the particles are more likely to be compressed and accumulated at the needle bevel as the needle passes through dense tissue, creating a wedging effect that leads to blockage. Based on the above investigation, this complaint was most likely caused by drug particles or particles/flocs formed after mixing, resulting in syringe/needle blockage.